Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n466988, implanted: (B)(6) 2015, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient's health care provider (hcp) reported that one of the patient's devices was not working. It was unknown if it was the spinal cord stimulation (scs) device or the cardiac device. MRI compatibility guidelines were requested. The indication for use included spinal pain. Additional information has been requested to find out which device was not working and if any intervention or actions were required. If additional information is received, a follow up report will be sent.